Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump. Prior to the motor error alarm, the customer had received the motor position encoder error alarm. The customer explained that he would receive the alarm everytime that he placed the reservoir in and had the device at the fill cannula stage. The customer's blood glucose was 385 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the unit and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm in alarm history screen due to over written history file. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.